Event description:
It was reported that the pt expired due to unk reasons. Date of death and implant duration are unk. No further info was provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.